Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line of the homechoice cassette and the transfer set which resulted in leak. This occurred during use of the device for peritoneal dialysis therapy. It was further reported there was no slice, cut, hole or crack noted. There was no patient injury or medical intervention associated with this event. No additional information is available.